Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device investigation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported (B)(4) 2014, a male patient of unknown age presented for an microwave procedure of the liver. During the procedure, the treating physician noted the tip of the applicator probe had detached from the shaft of the probe. A new of the same device was used to successfully complete the procedure. It was reported the patient suffered no permanent harm or injury due to this event. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.